Event description:
It was reported that externalized conductors were observed when an asymptomatic patient presented in clinic for a routine follow-up. The physician elected to keep the lead active and the patient was fine afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.